Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2017.

Event description:
It was reported the patient developed a pocket infection and leukocytosis. It was also reported the patient presented with pain, fev ER, and there were yellow secretions. There was concern of wound healing, surface dehiscence, and the suture was exposed at the "extreme end." The patient was treated with antibiotics and the leads were removed and replaced. No further patient complications have been reported as a result of this event.